Manufacturer narrative:
Device available for evaluation: not yet received, not yet evaluated.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6), 2012. According to the complainant, during the procedure with 2 minutes left in the ablation, a fluid loss alarm occurred. The doctor observed fluid leaking out of the back end of the sheath at the junction of the sheath and adaptor where a crack was evident. The doctor decided to abort the procedure and the system went into cool down mode. As a result, the patient did not receive a complete ablation. There were no reported patient complications and the patient is fine.